Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure message. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the battery. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.